Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
On insertion the introducer needle broke right next to the connection at the raulerson syringe. A second set was opened and the same thing happened, but this time leaving the needle inside the patient (captured in 3006425876-2021-00345). A third set was opened, this time a multi lumen which was inserted successfully. The patient was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
On insertion the introducer needle broke right next to the connection at the raulerson syringe. A second set was opened and the same thing happened, but this time leaving the needle inside the patient (captured in 3006425876-2021-00345). A third set was opened, this time a multi lumen which was inserted successfully. The patient was reported to be fine.